Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Addition devices: catalog numbers and lot codes of other devices listed in this report: triathlon prim tib baseplate - cemented; 5520-b-600; drd4vb. Triathlon cr fem comp #6 l-cem; 5510f601; dln3c. Triathlon asymmetric x3 patella; 5551-g-401; 7075. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Rep reported: "left total knee revision performed patient presented with an infected tka, original surgery performed in october of last year. Explants are not available for return as per hospital policy." A 7x 13 mm ps tibial component, size 6 ps femoral component, and size a40 asymmetric patella were implanted. Rep confirmed no other information will be released by hospital or surgeon.